Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was 510 mg/dl. Customer has woken up with blood glucose over 400 mg/dl. Customer just changed the site yesterday and when he pulled it out, the cannula was kinked. Customer stated that he put in a new one and took an injection. Customer stated that the sensor doesn't time correctly. Customer stated that he took off the infusion set and pumped 3 units to see if insulin came out of the tubing. Customer stated that it did exit the tubing. Customer treated with an injection of 4 units about 1.5 hours ago. Customer was feeling thirsty due to his high blood glucose. Customer stated that he takes prednisone and he does get elevated readings but not this high. Customer stated that insulin makes his blood glucose come down but it is not doing that now. Customer had one air bubble in the tubing that was about 1 inch long. Troubleshooting was performed. Customer was advised to call back if their blood glucose does not go down.